Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said has uti's but not sure why. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said he has uti's but not sure why. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient said has uti's but not sure why. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.